Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The initial surgery on the left shoulder was held on (B)(6) 2018. The base plate was dislocated on (B)(6) 2019, and revision surgery was performed on (B)(6) 2019. On (B)(6), the fracture of the glenoid cavity due to dislocation was confirmed during revision surgery. The bone graft was done in the glenoid cavity, and the humerus side was treated with a cement type containing antibiotics. After about six months follow-up, the surgeon will decide whether to replace the base plate while watching the recovery status of the bone.